Event description:
It was reported to minimed that the customer experienced hyperglycemia, discrepancy between sensor glucose and blood glucose values. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, which was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, mmt-399a and mmt-7040ma. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of the event. The customer was reporting a discrepancy between sensor glucose value of 337 mg/dl and blood glucose value of 600 mg/dl, which was not within the range. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1884, mmt-332a, mmt-399a and mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.